Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty connecting the charger to the ipg. The patient underwent an ipg pocket site revision and was doing well postoperatively.